Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the first clip was load in a laparoscopic cholecystectomy, the device was able to fire. However, when they loaded the second clip the device was unable to fire. They also noted that they were unable to squeeze the handle. They opened a new device to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.